Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit correctly initiated the inflation phase but was unable to maintain the set flow rate. After the initial transitional phase, and automatic reduction in the delivered flow rate is observed with the flow stabilizing around 20 l/min. There were no reports of patient harm.